Event description:
Customer reported a past incident of low blood glucose with a level of 40 mg/dl. Cause was not known. Reportedly, the customer loss of consciousness and the paramedics were called. The customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and sugar water. Treatment resolved the issue and there was no permanent damage. Customer was discharged from the hospital on (B)(6) 2025. System check was performed by tandem technical support and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.